Event description:
Ous MDR - about 91 months after the ICD implantation, it was reported that interference signals were observed in the right-atrial and left-ventricular channels. No other details were communicated. The two leads were also explanted and returned for analysis together with the device.

Manufacturer narrative:
The analysis of the setrox lead fragments showed fraying of the insulation at 7.5 cm distal of the is-1 connector pin. This fraying can with high probability be regarded the cause of the interference signals in the ra channel. The position and characteristics of the fraying are characteristic for a simultaneous occurrence of strong pressure and friction of the lead at the ICD housing. The returned ICD proved to be fully functional and is within the technical specifications. There was no material defect or manufacturing error for either the leads or the ICD.